Event description:
It was reported that subject device exhibited an issue where it didn't displays a video signal ("green screen") when different scopes are inserted. This occurred during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.